Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product will not be returned.

Event description:
It was reported the patient received the following results within 15 minutes: 196 mg/dl (mobile) and 96 mg/dl (guide). The customer did not feel as the high value, but injected 9 insulin units according to the higher level.